Event description:
Per (B)(6) report number (B)(4), it was reported that the patient died during a tracheostomy tube change. A post mortem tracheo-esophageal fistula was found. Bivona tts trach tubes were regularly used in situ. The reporter of the complaint states that they do not believe that the death is linked to the device. Reporter went on to state that the patient was a "seriously unwell complex child on picu with multiple co-morbidities." The reporter stated that the patient also had severe respiratory failure and needed a cuffed tube for worsening respiratory failure, requiring significant time of hfov and 100% oxygen. No further information is available at this time.

Manufacturer narrative:
No device was returned for investigation as it was discarded. No item and lot number were provided with the complaint. No DHR review was done.

Manufacturer narrative:
Additional comorbidity information received and entered in description.

Event description:
Additional information was received about the patient's comorbidities: 6 year old male, was born prematurely at 29 weeks gestation, ventriculo-peritoneal shunt for large ventricles in his brain, chronic lung disease from his prematurity, on home oxygen, right lower lobe emphysema, tracheobronchomalacia: collapsible airway, tracheostomy since 1 year of age, long term ventilation requirement until 2018, and some delayed development. Patient was 6 years old at time of incident. Product used was size 5 uncuffed bivona tracheostomy. Then when on picu changed for tts cuffed bivonas 5. 5.5 6. The products were installed in the ICU and in the patients home.